Event description:
T was reported that the customer received a power source alert while using the tandem-provided usb cable which led to the pump shutting down. There was no reported impact to customer's blood glucose. A replacement usb cable was sent to the customer to address the event.